Event description:
It was reported the right ventricular (rv) lead had triggered the lead integrity alert for oversensing, noise and an apparent lead fracture. The rv lead was part of the (B)(4) study. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted and had cosmetic environmental stress cracking, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism and a stylet stuck in the lead distal coil.